Manufacturer narrative:
(B)(4). Concomitant medical products: 00599405014 - articular surface with locking screw size blue/g 14 mm height for use with femoral g - 63549528; 00598800729 - tibial half block augment tapered precoat with screws size 7 right lateral/left medial 20 mm thickness - 62889463; 00598800700 - stemmed tibial component precoat a/p wedged for cemented use only size 7 - 62823356; 42545000511 - tibial central cone size small - 64627892; 42545001511 - tibial perimeter cone left size small - 64680483; 00598801115 - stem extension straight long 15mm dia x 155mm length(combined length 200mm) - 62528926. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to the 18x155 nexgen offset stem shearing/breaking underneath a size 7 nexgen ap wedge tibia w 20 mm medial augment. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.